Manufacturer narrative:
(B)(4). Note: this report was originally included in an alternate summary report as a "malfunction." Upon the receipt of add'l info in which the reporter classified this report as an "adverse event" which required surgical intervention this report was reclassified as an MDR reportable "serious injury." Therefore, the report date is (B)(6) 2006. (B)(6).

Event description:
Procedure: laparoscopic appendectomy and partial colectomy. The event as originally reported stated: the staples did not form b shape, and the sulu anvil was bowed. The surgeon was able to finish the case by suturing. Add'l info received (B)(6) 2006 via a user facility medwatch states: "stapler mis-fired - multiple staples noted not closed. Open staples were able to be removed." Add'l info from the MFR report: on (B)(6) 2006, pt for laparoscopic appendectomy and partial colectomy. Stapler mis-fired - multiple staples noted not closed. Open staples were able to be removed.